Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two inpact admiral balloon catheters were used to treat the left prox and mid sfa (l-1). Approx 11 months post index procedure, the patient suffered left sfa restenosis. The patient was treated with surgical intervention and pta of the target lesion (l-1). The patient recovered. The investigator and safety assessed the event as possibly related to the index device and not related to the index procedure or paclitaxel.